Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg would no longer communicate with external devices and became inoperable approximately 6 months ago. As a result, surgical intervention was undertaken wherein the device was explanted and replaced with a new model. Effective stimulation was restored postoperatively thus resolving the issue.